Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. Upon preparing to divide the vein, the blade push button of the device broke off before firing the device. They replaced the reload to continue the procedure. The patient was alive with no injury.

Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clamp button was missing. It was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. It was noted that the button was assembled to the unit because of the scratch marks observed on the channel. However, since the button was not received for further evaluation, the root cause for the investigated condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. Upon preparing to divide the vein, the blade push button of the device broke off before firing the device. They replaced the reload to continue the procedure. No patient injury.